Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that in-stent restenosis (isr) occurred. The target lesion was located in the proximal to mid right coronary artery (rca). A synergy stent was then successfully implanted. However, isr was noted. A non-bsc intravascular ultrasound (ivus) catheter was advanced but failed to cross the lesion. A 10/3.00 flextome¿ cutting balloon¿ was advanced to predilate the lesion but failed to cross the lesion. An nc emerge balloon was used and predilated the lesion. Ivus was then performed. A guidezilla guide extension catheter and a drug-coating balloon was selected as treatment of the mid rca. A 3.50 x 8 synergy¿ stent was then advanced to treat the ostial proximal rca. However, strong resistance was encountered and the device failed to cross the lesion. An nc emerge balloon predilated the ostial proximal rca and the 3.50 x 8 synergy¿ stent was re-introduced and successfully deployed. Ivus was performed with no issues noted and the procedure was completed. No further patient complications were reported and the patient's status was good.